Event description:
Related manufacturer report number: 1627487-2023-03364. It was reported the patient experienced ineffective stimulation and that both drg leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the drg system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.